Event description:
Per report, during a transfemoral tavr case the sapien 26mm valve embolized into the ventricle and then was removed surgically. The patient annulus measured 22x24 mm by tee and 22x25 mm by CT, the ef was 25% and there were severely calcified leaflets. There were no difficulties experienced while advancing the devices. The bav was done with a simultaneous contrast injection, and it was decided to use a 26mm valve. The valve was positioned a little bit low, and the physician inflated the delivery system balloon very slowly. The inflow side of the sapien valve opened before the outflow side of valve and the valve shot into the ventricle. The patient was converted to open heart surgery and the sapien valve was removed. A 23mm edwards's surgical valve was implanted in the annulus. The patient was hemodynamically stable after the procedure. Additional information provided by the edwards field clinical specialist: the patient's sinotubular junction measured 28mm; the patient did not have septal hypertrophy, or mitral annular calcification (mac). The image intensifier angle was good, with fair coaxial alignment of the delivery system/valve in respect of the aortic annulus. Pre-deployment the valve was positioned 50/50 on tee and 60/40 by fluoro. During deployment the delivery system balloon was slowly inflated, and the inflation was held for the recommended time. The ventricular part of the valve opened first. There was no loss of pacing capture. The perceived cause of the valve embolization to the ventricle was the calcific annulus, and the pre-deployment valve positioning more ventricular based on cine images.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference (B)(4): manufacturer report no. 2015691-2012-18308.

Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition and/or embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the cause for the valve embolization into the ventricle cannot be confirmed, as there were no images available for internal review; fluoro and tee images of the procedure were requested by the edwards representative, but were not available. Specifically, without imaging, patient factors (i.e. Annular diameter, valve calcification, stj calcification, presence of septal hypertrophy), and procedural factors (imaging intensifier angle, valve positioning prior deployment, adequacy of pacing during deployment), cannot be assessed; however, it was reported that during the procedure on cine the valve appeared to be positioned low. It is possible that a combination of patient factors (i.e. Severe annular calcification) and procedural factors (valve positioning low) may have caused or contributed to these event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time

Manufacturer narrative:
Investigation is ongoing.